Event description:
A report was received that the clik anchors were bothering the patient. The patient underwent a revision procedure wherein the clik anchor was removed. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.